Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer performed weekly and monthly maintenance, basic troubleshooting and replaced the cuvettes. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse carried out probe and mixer alignments and cleaned and aligned the reaction washer and dilution washer. The cse found that the system vacuum was low and carried out vacuum pump service. The cse then replaced the drain pump and removed and cleaned the vacuum solenoid valve 2 (voev2). During the follow-up visit, the cse replaced the manifold and ran wash 2 and quality control to verify the performance of the instrument. The cause of the discordant, falsely elevated ca_2 result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium_2 (ca_2) result was obtained on one patient sample on an advia 2400 instrument. The discordant result was reported to the physician(s). The patient was having calcium carbonate administered and was taken off the treatment as a result of the discordant result. A new sample was obtained from the patient and was tested on an unknown instrument. The original sample was repeated twice on the same instrument and the results were lower. The corrected results obtained from the original sample repeat testing were reported to the physician(s). The patient was provided with appropriate treatment after the corrected result was reported. There are no reports of adverse health consequences due to the discordant, falsely elevated ca_2 result.